Event description:
Subsequent to the previously filed report, an unspecified balance middleweight guide wire was returned frozen with the balloon dilatation catheter. Additional information reported that after the bdc separated, it was noted to be stuck on the guide wire. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device and unexpected medical intervention appear to be related to circumstances of the procedure. The reported separation appears to be related to user error/circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending (lad)artery. The patient presented with non-st-elevation myocardial infarction (nstemi). A 3.50x12mm trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated. After inflation, the balloon completely failed to deflate. Force was applied during removal due to the failure to deflate and the tip of the device separated. The balloon was on the wire but broke at the very distal tip of the balloon catheter. A bmw wire was introduced through the sheath and then used to pull the original wire and balloon out of the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon did not deflate resulting in the balloon being removed inflated and subsequently force was applied to remove it. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. Additionally, the warning section states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the balloon being removed inflated resulted in the reported difficulty removing the device and as force was applied the device ultimately separated. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device, separation and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.